Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, initially it was believed that the issue was related to both expiratory channel printed circuit board and air gas module. Eventually, only the air gas module has been determined to be defective and in need of replacement. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The defective part has not been returned fot the further investigation, despite request. Our conclusion is that the defective part was the cause of the failure.